Manufacturer narrative:
No patient involvement or healthcare worker injury reported. Method: device not evaluated due to customer request and machine is no longer going to be used.

Event description:
Customer reports unit electrical connections into driveboard melted and started a fire.